Event description:
The customer reported that the pump had an alarm. The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and histories in the pump were accurate. Later, the doctor called and stated that her glucose level went up again when she was reconnected to the pump.